Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Lead fracture or lead insulation damage were suspected but was not confirmed. Reprogramming was performed to resolve the event and the patient was in stable condition.